Event description:
Customer stated the head section will drift down explained how a stuck CPR switch will act, customer stated that is how it is operating. Customer will check CPR switch. The reporter is not certain if a patient was on bed at time of alleged incident. Bed was in med surge area. The reporter is not aware of any injuries. Customer cleaned the CPR switch for resolution.